Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
An mhra user report has been received, reported by a hcp "insulin pod attached to skin by adhesive tape. The glue on the tape has caused a severe skin reaction, inflammation, itchy broken skin. Measures put into place for skin protection in order to continue with the pods for continuous insulin delivery. There have been reports from other users about the glue in the adhesive of the insulin pods causing skin reactions. Based on this, plaster adhesive remover used, moisturizing lotion used, barrier film and now hydrocolloid dressings used as a barrier to enable patient to use pods". The user report provides details for one patient. This is report 1 of 2.